Event description:
Medtronic received information from a literature article regarding the early outcomes after aortic valve replacement using a latest generation surgical bioprosthesis. All data was collected from a single center between july 2018 and april 2021. The study population included 80 patients (predominantly male; mean age 60.6 years; mean weight 88.6 kg) who underwent aortic valve replacement with a non-medtronic (edwards lifesciences) surgical bioprosthesis. The authors performed concomitant procedures in 35 of the 80 patients, which included one patient who underwent mitral valve replacement with a medtronic hancock ii bioprosthetic mitral valve. No unique device identifier numbers were provided. Among all 80 patients, 2 in-hospital all-cause deaths occurred. No correlation was made between the hancock ii mitral valve and the deaths. The hancock ii mitral valve may have contributed to the following in-hospital outcomes and peri-procedural complications: stroke, my ocardial infarction, acute kidney injury, delirium, re-thoracotomy for bleeding, atrial fibrillation, left bundle branch block, and thrombocytopenia. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: useini d, et al. Early results after aortic valve replacement using last generation bioprosthetic aortic valve. The heart surgery forum. 2021 (B)(6);24(6):e598-e962. Doi: 10.1532/hsf.4189. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.